Manufacturer narrative:
D10 therapy date is estimated.

Event description:
It was reported that during a normal end of life ipg replacement procedure on (B)(6) 2025, the physician experienced difficulty disconnecting the extensions from the ipg header. As such, the physician had to cut the header and was then able remove the extension from the ipg header.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.